Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Emailed copy of service bulletin 543 and went over how to correctly connect the 8015 by going into maintenance mode first then connect to asm. Bio med ran 8100 preventative maintenance and the bolis ail limit did not show.